Event description:
It was reported that the ilet insulin pump¿s housing separated into two pieces while the device continued to function, consistent with a device mechanical integrity issue involving the enclosure/screen bezel. Symptoms included none reported, and blood glucose levels remained stable. Outcomes included no injury, no hypoglycemia, no hyperglycemia, and no hospitalization. Investigation included collection of device use information, shipping of a replacement device, and instructions to synchronize data and return the affected unit for assessment. Investigation of this device revealed a screen bezel separation with continued operability, aligning with previously observed enclosure integrity failures. It was concluded, based on previously established findings for similar reports, that the cause was mechanical enclosure separation due to component or assembly integrity.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.